Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 4/7/2026 and 4/9/2026. No product or data was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.